Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
As reported: during the insertion of the coil into the microcatheter, the coil encountered resistance when the coil passed through the hub of the microcatheter. When the coil was being pulled, the implant was broken. When the coil was broken, the coil had entered the microcatheter. Before the coil was used, ten vfca coils had been used without problems. The coil concerned was therefore replaced with another coil from a different lot to continue the procedure. Subsequently, the procedure was successfully completed. No health damage to the patient.